Event description:
Related manufacturer reference number: 3006705815-2024-00135. It was reported that one of the patients leads had high impedance and was unable to set ipg to MRI mode. X-ray imaging revealed both patients leads migrated as a result surgical intervention was undertaken on (B)(6) 2023 wherein both leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.